Event description:
Bite block pulled loose 1 hour into surgery causing airway to be lost. Aura I had to be removed from pt to replace with different lma without affecting pt outcome.

Manufacturer narrative:
The mask involved in this incident was manufactured in july 2010. Since december 2011, an addition test has been implemented to verify attachment of tube and connector. During current manufacturing process, all lots are inspected as per newly implemented procedure, reoccurrence is very unlikely to happen. Evaluation: results: problems with a device that can be traced back to a problem in the manufacturing and/or production process. A device problem that occurred because the device was assembled or put together incorrectly. Conclusion: a defect in the process of systems used in the design and manufacture of the device. Examples include problems within the change control, production or quality control process. The device problem was traced back to the manufacture of the device as opposed to systems used to control the manufacture of the device (quality system). Examples include problems with construction or assembly.